Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and opened the ventilator o2 sensor panel and tightened o2 sensor. Performed the o2 sensor calibration, performed extended self-testing on the device and all tests passed. No part was replaced, no part was faulty. The ventilator had been returned to use.

Event description:
It was reported that the issue occurred during set up.

Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 ventilator had o2 sensor error. Patient involvement is unknown.